Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the physician performed a trial reduction utilizing the neck segment. The physician could not dislocate the hip so the physician proceeded to break the trial neck segment. Attempts have been made and no further information has been made available at this time.

Manufacturer narrative:
Cmp(B)(4). This follow-up report is being submitted to relay additional information. Updated complaint sample was evaluated and the reported event was confirmed. Visual inspection noted the device exhibited wear, tear and fracture. Fractured pieces of device not returned.device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.